Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. The motor was motor was inspected and was found with corrosion at the motor home switch. Analysis was unable to perform motor test due to motor anomaly. The drive support disk was inspected and no anomaly was noted during testing. The insulin pump was received with broken belt clip slot. The insulin pump was received with debris under display window. The insulin pump was received with scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 116 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.